Event description:
During insertion of the rc5 titanium anchor it broke at the eyelet. The surgeon stated that he did not predrill the site for the anchor which is required and in the instructions for use. The large pieces were removed and the small pieces were lavaged from the ankle. A delay of forty minutes resulted. The procedure was completed using suture and bone technique. It was stated that no pt injury or complications resulted.